Event description:
The customer was hospitalized due to high bgs and a heart attack. Troubleshooting indicated the pump was working properly. The pump trainer who assisted with the troubleshooting stated the customer had been taken off the pump by the dr and not sure why they were still wearing it. Additionally, the reservoir had a warp o-ring and leaking. Instructed to changed the infusion set and it was ok to use the device once it is approved by the doctor.